Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
As of the date of this report, the patient had not been hearing the pump alarm and he should have been. The patient was told that he had a refill date of (B)(6) 2014. The patient came in on (B)(6) 2014. The pump was interrogated and the low reservoir alarm had occurred; 3 days later the logs show that the empty reservoir alarm occurred. The pump had 4ml left in the reservoir. The pa (physician¿s assistant) stated that they did fill 1-2 cc more than the pump allowed and maybe some of the extra medication was from that. They were unsure if the pump was overfilled at the prior refill, but believed that it possibly was. A nursing service used to fill the pump and told the pa that they always ¿come with 22cc for a 20cc pump.¿ the alarm test was performed and the patient could not hear the beep; it was very quiet and only beeped one time. The patient had no symptoms related to the event. The device system was delivering fentanyl and clonidine.